Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. It was further reported that the reason for this surgery was that the old device wasn't working properly. The patient was unhappy with his old device and it was an old system. The patient outcome following this surgery was good.